Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that, one day post device change-out, the patient experienced lightheadedness and dizziness due to loss of capture. It was noted that the right ventricular (rv) lead was not capturing and the left ventricular (lv) lead was also not capturing sporadically which resulted in asystole observed on the monitor. The thresholds had also increased notably. The patient was brought to the ep lab to reposition the rv lead and disconnect the lv lead and test via the analyzer. Both leads were reconnected and the pocket was closed. About an hour after the repositioning, there were periods of asystole/ non-capture with the leads. The physician ordered for another lead reposition. The patient was taken back to the ep lab, and the leads were retested. The rv position noted on fluoroscopy to be in the same location from previous. The rv lead was put into a new location, and the physician decided to explant and replace the implantable cardioverter defibrillator (ICD) device. The leads were connected to the new device and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.